Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed that only the charge-pak icon was displayed and this was due to an expired charge-pak. The expiration date of the charge-pak was (B)(6) 2013. The device never logged an attention icon or service wrench icon. The device successfully charged and delivered defibrillation therapy when tested. The cause of the reported issue from the customer could not be determined.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device displayed all three (attention, charge-pak and wrench) icons. This is indicative of a device that may not be able to deliver defibrillation therapy. There was no patient use associated with the reported failure.